Event description:
Stapler was engaged, ready to fire on tissue and battery failed. Stapler was used only 4 times.manufacturer response for powered echelon stapler, (brand not provided) (per site reporter)======================took description of incident, assigned complaint number.